Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, and broken reservoir tube lip, cracked case behind the pump near the battery tube compartment, cracked battery tube threads and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 6.1 mmol/l. The customer stated that the plastic part of the screen has melted and you can see the internal lights of the pump. The insulin pump was returned for analysis.